Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found stent damage at the distal end where struts were slightly stretched. Damage was also noted at the distal edge of the bumper tip and multiple severe hypotube kinks were identified along the shaft. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were identified along the extrusion shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-feb-2016. It was reported that crossing difficulties were encountered. The 80% stenosed, 16mm x 2.25mm target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 2.25x16mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.